Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4 batch#: unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested and the following was obtained: what is the severity of the burn? Second degree. What medical intervention was used to treat the burn? (Such as salve or stitches)? Unknown. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. What was the size of burn? Unknown. Is there a picture of the burn that can be shared? No. What was the treatment of the burn? Unknown. What return electrode was used in the original procedure? Unknown. Why does the health care professional believe the generator caused or contributed to the burn? Unknown. Is the health care professional aware of the following statement that is in the generator IFU: "when the generator is operational, keep active accessories away from the patient and away from the return electrode when not in use. Alternatively, store the active accessories in an electrically isolated container in a clean, dry, highly visible area. Inadvertent contact with the patient may result in burns?" Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown surgery, a non-jnj blade was connected to jnj generator. While the blade was working, the anesthetist touched the patient's head with his finger and was burned. There was no patient consequence.